Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve appeared distorted, in a slight oval shape, on the outflow. All leaflets were stiff due to host tissue on the outflow. Tiny tears along the inflow margin of attachment of the right and non-coronary cusps appeared to be due to the removal of host tissue. The non-coronary cusp was slightly prolapsed, possibly due to the host tissue overgrowth on the outflow. All commissures were intact. Traces of pannus remained attached to the right cusp on the inflow adjacent to the right non-coronary inferior coaptive area. A remnant of pannus remained attached to the sewing ring on the outflow adjacent to the non-coronary cusp. Off-white thrombotic-appearing host tissue filled and stiffened all leaflets on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Based on the received information and analysis of the returned device, the reported severe aortic stenosis could have resulted in the abundant thrombus filling the cusp outflow that caused an immobile leaflet. (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve, implanted over 1 year, was explanted due to severe aortic stenosis and calcification. It was reported that the patient had coronary artery bypass in 2001, was diagnosed with severe aortic stenosis in 2012 and had this valve implanted (B)(6), 2012. There were no adverse patient effects and the valve was successfully replaced. The explanted valve is expected to be returned for laboratory analysis; however, has not been received.

Manufacturer narrative:
Product analysis: it was reported that the valve would be returned for laboratory analysis; however, the valve has not been received. The product return has been requested by medtronic. Conclusion: the device history review was performed on the device; there were no correlations / issues identified regarding manufacturing. There were no non-conformances identified and no rework/deviations noted against the device. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.